Event description:
The hospital representative reported an infusion pump with an 812:00 failure code. The representative stated to baxter customer service they have no record of any patient incident involving the pump since the last baxter service event. There was no report of patient injury or medical intervention as a result of the failure. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.